Event description:
Customer reportedly received result of 301 mg/dl on the advantage system and 133 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of the suspect device and replacement was sent.